Event description:
On (B)(6) 2014, it was reported that during the scheduled removal of the anchorfast guard endotracheal tube holder, the strap latch hinge portion of the device was found to be broken. It is unclear when the latch hinge broke (before use, during use or upon removal). The patient was not noted to be combative or rough on the tube. There was no report that the device opened during use or that the et tube became unsecured. No further information regarding the patient could be supplied by the hospital.

Manufacturer narrative:
There was no patient information provided by the hospital as the device could not be traced back to a patient. The investigation showed that the strap latch was still attached to the device at one corner. There was no evidence of any other damage to the device. The cause of the hinge breakage could not be determined.